Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) arrived at the customer site and upon inspection of the analyzer found that the sample loader needle was cracked (worn out from normal use); the fsr proceeded to replace the part. The fsr also found that the air line filter was clogged. The fsr replaced the air line filter as well. The fsr ran background, precision, and quality control runs and all passed. The instrument was performing within specifications. No further investigation was required. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn 3700 system operator's manual, list number 06h89-01, revision f, contains information to address the customer's current issue. Based on the current investigation, no product malfunction was identified for the cell-dyn 1800 analyzer related to the reported issue. Method: review of complaint tracking and trending.

Event description:
The customer states that the cell-dyn 3700 sl analyzer is generating discrepant results for the same patient samples when operated in the closed mode of operation (open mode results are not affected). The customer gave the following example: initial wbc = 8.7 k/ul and retests at 16.2 k/ul; initial hemoglobin = 7.3 g/dl and retests at 14.0 g/dl. No suspect results have been reported from the lab. The customer is requesting a service call. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4) an investigation is in process. A follow-up report will be submitted when the investigation is complete.